Event description:
(B)(4).

Manufacturer narrative:
The device was not returned to the resmed design house. Based on the initial evaluation of the device logs by the resmed technical service, the reported system fault 180 was confirmed. With the information available to resmed and based on similar investigations of this nature, the root cause of this alarm was an isolated software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).